Manufacturer narrative:
UDI related data quality updates only. Correction to the initial MDR, incomplete UDI was provided. Section d4. Primary UDI number has been updated with full UDI (B)(4). In addition, d4. Expiration date and h4. Device manufacture date were obtained and added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
E1 initial reporter phone:(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31099038l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using qdot catheter. The patient experienced pericardial effusion that required pericardiocentesis. The physician reported a steam pop while ablating in qmode with a temperature cut off of 55º c. The medical team checked the parameters of the application and did not see any unusual changes regarding catheter settings on the generator. The pump also switched from low to high flow during ablation. A pericardial effusion was then noted. The physician was not sure what caused the patient's pericardial effusion, and narrowed down the possible causes to either the product or a bwi product malfunction. However, they were unable to confirm the exact cause of the adverse event. No errors reported by biosense webster systems. The patient has fully recovered and did not require extended hospitalization. A transseptal puncture was performed during the procedure. No information regarding the procedure's completion was provided.